Manufacturer narrative:
D4 UDI# : (B)(4). A full analysis of the data logs has been performed and concluded that all electrodes were implanted accurately at the entry point. The device behaved as expected and the presumed inaccuracy is unconfirmed. The registration was performed properly. The event described in the complaint is not confirmed.

Event description:
Upon review of the post-op scan with the surgeon, it was observed that most of the patient¿s right side eletrodes were 3mm off from their entry points in the plan. There was no patient impact, as stated by the surgeon, and no revision surgery needed. It is suspected that the patient¿s head moved during the case and may have done so by interaction with the surgeons drilling the burr holes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
Upon review of the post-op scan with the surgeon, it was observed that most of the patient¿s right side electrodes were ~ 3mm off from their entry points in the plan. There was no patient impact, as stated by the surgeon, and no revision surgery needed. It is suspected that the patient¿s head moved during the case and may have done so by interaction with the surgeons drilling the burr holes.